Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to noise, possibly due to terminal pin was loose. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.